Manufacturer narrative:
(B)(4). The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transduodenal to the common bile duct (cbd) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. Reportedly, the patient had a medical history of heart disease, prostate cancer, renal failure, colonic cancer, indications of pancreatic cancers, metastasis in lungs, liver and skeletons, and a high level of bilirubin. The patient had a 4 cm large tumor and caput-corpus pancreatitis with cholestasis. On (B)(6) 2019, the patient underwent ercp attempts which failed due to the influence of the patient's tumor. According to the complainant, during the stent placement procedure, a 19 gauge needle was used to puncture the cbd from the duodenum, and a guidewire was placed in the cbd to maintain position. The anatomy was verified by injection of contrast. The hot axios stent was successfully implanted, x-ray confirmed that the stent was correctly positioned, and contrast and bile were confirmed to be flowing through the stent. Later the same evening, the patient developed abdominal pain and abdominal guarding. Computed tomography (CT) imaging with contrast was performed and showed free air in the abdominal cavity with no leaking of contrast. The following day, the patient's condition worsened, and it was confirmed through percutaneous puncture that there was bile in the patient's abdominal cavity. The patient developed gall peritonitis. Three days after the stent placement procedure, on (B)(6) 2019, the patient died. An autopsy confirmed that the stent had migrated with one flange in the duodenum and one flange outside of the cbd. The stent was fully expanded. The autopsy found 1000 ml of gall-mixed ascitic fluid in the abdominal cavity.